Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information not available corrected: e1 (reporter's name).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article "tibial tray thickness does not significantly increase medial tibial bone resorption: using tibial bone density as an objective measurement method" written by daniel wai-yip wong, qunn-jid lee, chi-kin lo, yiu-chung wong, kenneth wing-kin law, and alwin hok-yin li published by the knee 27 (2020) 572-579 was reviewed. Https://doi.org/10.1016/j.knee.2019.12.011. The article's purpose was to verify the hypothesis that thick tibial tray results in stress shielding and increases the risk of bone resorption and to objectively quantify medial tibial density by using serial measurements with digital radiological densitometry. Findings were medial tibial bone density of the thick-tray cohort was significantly higher than the thin-tray cohort at one year but not at 2 or 3 years. It is noted that the tibial tray under study in the thick tray group are depuy attune tibial trays and the other group is non depuy tibial trays. Cement manufacturer is not identified and patellar resurfacing is not discussed. Figure 3 and 4 provides radiographic images without implant identification and no adverse events in caption descriptions. Depuy products: attune femoral, attune insert, attune tibial tray. Adverse events: medial tibial bone resorption and bone loss associated with tibial tray (no treatment provided/no revision - no further information provided regarding patient experience) patellar clunk syndrome (no treatment provided/no revision - no further information provided regarding patient experience). Stiffness requiring manipulation under anesthesia.